Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
Customer reported her button sticking when she tried to enter her carbohydrates. Customer's blood glucose was 326 mg/dl. The customer stated her blood glucose was high because she was on steroids. The customer also stated she was in the hospital for her asthma issue. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.